Event description:
According to the customer, on 09/07/2024 the suction catheter would "not stay locked in the off position" causing a "sudden loss of delivered tidal volume with increased rr and drop in spo2" on a patient receiving mechanical ventilation.

Manufacturer narrative:
According to the customer, on 09/07/2024 the suction catheter would "not stay locked in the off position" causing a "sudden loss of delivered tidal volume with increased rr and drop in spo2" on a patient receiving mechanical ventilation. The customer reported the circuit, endotracheal tube, ventilator, and in-line suction catheter were changed "with no improvement". The customer reported patient was sent to "CT" for "further evaluation" and the ventilator settings were "adjusted to compensate". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Lots retained for investigation from customer: 28623040004, 28623040008, 28623070004, 28623080005, 28623090005, 28624020016.